Event description:
It was reported that during a pulsed field ablation procedure, a pulseselect catheter was used following 3d mapping with another company's mapping system, another company's mapping catheter, and another company's sheath. After a single transeptal puncture and mapping of both the right and left atria, the pulseselect catheter was used to isolate the superior vena cava and then advanced into the left atrium. Resistance was encountered in forming the array in the left atrium via the slide control, prompting removal of the catheter and a switch to a radiofrequency catheter. There was resistance retracting the catheter into the sheath, damage to the pulseselect catheter was observed and the catheter array appeared detached. A transesophageal echocardiogram identified a pericardial effusion, and the patient developed hemodynamic instability. Emergency surgical repair was performed for a hole in the left atrium. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 10fcc13 (0012631004); product type: 0629-flexcath sheath; product ID: non-medtronic; product type: sheath; product ID: non-medtronic; product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was aborted under general anesthesia. The patient was hospitalized due to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed, log files corresponding to the case event date were reviewed and no error codes were identified. Three images were received showing the catheter spiral array distal arm detached from the tip. In conclusion, the catheter spiral array distal arm detached from the tip was seen via data analysis. The clinical issue of pericardial effusion could not be confirmed through data analysis and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012657556 was returned and analyzed. Visual inspection was performed and the pebax tube arm on the spiral array appeared torn, exposed, and detached from the preformed distal tip. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. High magnification optical inspection revealed the pebax tube arm on the spiral array appeared torn, exposed, and detached from the preformed distal tip. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported clinical issue (pericardial effusion) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The reported detached array issue was confirmed during testing and the loop catheter failed the returned pro duct inspection due to the pebax arm tube on the spiral array torn, exposed, and detached from the preformed distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.